Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming ?no disposable, pump won't run". It was reported air bubbles were observed. Per reporter residual volume was: 49.8 ml, rate 2.4 ml.hr and 63.7 ml was given. No adverse patient effects were reported. No additional information is available at this time.